Event description:
The distributor reported; "during this surgery we had two problems. One with 3combo. When surgeon tried to twist combos on the screw head, parts of combos separated from each other and failed. Then when surgeon was twisting the last combo to start to derotation for correcting the deformity, head of screwdriver broke. Fortunately, we had one more screwdriver in the set so, we continued to the surgery without any pause."

Manufacturer narrative:
Additional info has been requested, and if received will be provided in a supplemental. Method and result codes will be provided in a supplemental following engineering evaluation.